Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and provided quotes for both servicing their device or purchasing a new one. It was later confirmed by the customer that due to the age of the device and the costs associated with repair, they have decided to permanently remove it from service and will purchase a replacement in the near future. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.